Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688, lead, implanted: (B)(6) 2012; 5076-58, lead, implanted: (B)(6) 2012; 5592-53, lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device reached rrt (recommended replacement time) sooner than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.